Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the stapler did not fire. The load was changed to continue the surgery. There was no injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint if information is provided in the future, a supplemental report will be issued.